Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the patient experienced increased tone in the legs. The pump was reprogrammed on (B)(6) /2013 and "no further episodes since". The patient outcome was noted as non-serious injury or illness.

Event description:
It was reported that the patient fell six days prior to report and was experiencing "terrible spasticity" since the morning after. Upon interrogation, it was seen that the pump had been in safe-state since the day of the fall, though no reset had occurred. It was noted that no one had heard the pump alarm and the patient had not had any mris. At the time of report, the physician was monitoring the patient in his office following delivery of a 50mcg bolus to verify if the pump was working. It was also noted that prior to this event, the patient had been on a stable dose of medication for years with excellent control. The drug used in this system was compounded baclofen.